Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, after successful suture deployment, the device was removed and a hole in the artery was noted. The patient was taken to surgery and the vessel was repaired using a covered stent and hemostasis was surgically achieved using surgical suture. The physician indicated that the foot may have remained opened when removing the proglide device; however, he was not sure. The patient was reported to be doing fine. A clinically significant delay in the procedure was reported due to the placing of the covered stent. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date of occurrence could not be remembered. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.